Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During second inflation, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a circumferential tear in the balloon 13mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a circumferential tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During second inflation, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.